Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to increased friction.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus optics motor is stuck on rotation. Request a 0° instead of a 30° as replacement the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope instrument no longer orient themselves as requested and move in a "random" manner. Only the forward/backward or right/left functions work but not at the same time